Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received four appropriate treatments, one inappropriate treatment, and three non-lifevest defibrillations. The device was started up at 17:43:52 on (B)(6) 2024. At 17:54:45, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm with pvcs transitioning to vt @ 260 bpm. At 17:55:22, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was af @ 40 bpm with pvcs and CPR/motion artifact. At 17:57:41, an arrhythmia was detected. ECG shows vt @ 210 bpm with pvcs and CPR/motion artifact. At 17:58:11, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus beat followed by a non-lifevest defibrillation at 17:58:11. The rhythm at the time of the first non-lifevest defibrillation was a sinus beat following lifevest shock. Post shock rhythm was af @ 30 bpm with pvcs and CPR/motion artifact. The non-lifevest defibrillation occurred 4 seconds after the lifevest shock. At 18:05:33, the patient received a second non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillation was nsvt. Post shock rhythm was sinus bradycardia @ 40 bpm with CPR/motion artifact. The patient received a non-lifevest defibrillation 9 seconds into the detection sequence. At 18:05:58, the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 70 bpm. At 02:55:15 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus rhythm @ 60 bpm with pvcs/nsvt transitioning to vt @ 250 bpm. At 02:55:45, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with pvcs/nsvt. At 02:58:37, an arrhythmia was detected. ECG shows vt @ 240 bpm. At 02:59:07, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs and pauses. At 03:14:12, the patient received the third non-lifevest defibrillation. The rhythm at the time of the third non-lifevest defibrillations was nsvt. Post shock rhythm was sinus bradycardia @ 40 bpm with pvcs/pacs. The patient received a non-lifevest defibrillation 13 seconds into the detection sequence. The electrode belt was disconnected at 03:14:14 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.